Manufacturer narrative:
The product was not returned to manufacturer for evaluation.

Event description:
It was reported that intra-op, surgeon provisionally implanted the implant because as the force needed to fully seat the implant increased, the freehand inserter slipped off the implant. The surgeon then used a secondary impactor to fully implant the device. After malleting near the locking cap, the implant broke. All pieces were retrieved and there were no patient related issues. Another device was implanted, but he opted for a parallel graft. The product came in contact with the patient. No patient complications wee reported.

Manufacturer narrative:
Product analysis:macroscopic and optical examination confirms the implant is cracked in multiple locations which appear to emanate from under the integrated locking tab. Witness marks and deformation of the locking tab is noted. Additionally, deformation is noted at the radius of the inserter tab interfaces. This suggests significant impaction force may have been utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.